Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported the patient was disappointed their pain stimulator had failed. The rep later reported the cause of the failure was not known, they were not aware of any specific symptoms related to the complaint, the hcp had performed a full explant/implant procedure and they were not aware of any troubleshooting or diagnostics having been performed. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.